Event description:
The user facility reported that the device's vacuum stopped working during a procedure. Approximately 100ml of blood was collected. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated.

Event description:
The user facility reported that the device's vacuum stopped working during a procedure. Approximately 100ml of blood was collected. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.